Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported by the patient that they "are not feeling well, [are] cold and [their] left side is numb" and that they have heard the alarm going off on their device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they "are not feeling well, [are] cold and [their] left side is numb" and that they have heard the alarm going off on their device. The device was explanted and replaced. No patient complications have been reported as a result of this event.